Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. A supplemental report will be completed if further information becomes available. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was reported that during a procedure on (B)(6) 2026, there was a non recoverable alarm and the procedure had to be converted to a laparoscopic procedure. There was no report of harm and the procedure was completed with no complications.